Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed the heart lung console was operating on back up battery power although, the system was connected to a wall power supply. The user found that one of the two circuit breakers near the power cord had been tripped. The user reset the circuit breaker; however, the roller pump continued to display that the system was operating on backup battery power. Although, battery time displayed was 0 min, the pump functioned with no problems and the device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.